Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 470 mg/dl and ketone level was high. Customer was taken to the emergency room (ER) and ketones were identified as being dangerous by a healthcare provider (hcp). Insulin and intravenous fluids were administered. After 6-7 hours, customer left the emergency room (ER) with a bg of 217 mg/dl and in stable condition. Contact alleged pump may be cause of elevated bg; however, was unsure and a healthcare provider alleged bg may be related to puberty. Pump system check with tandem technical support (cts) found no device issues. Customer was using analog insulin in the cartridge. Cts informed customer that the insulin was not labeled for use with the pump. Reportedly, contact discussed the insulin type with the hcp.